Event description:
The technician noticed the power cord looked damaged and found the ground was open on the power cord after testing it.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.